Event description:
Related manufacturer reference number: 2017865-2021-17875, related manufacturer reference number: 2017865-2021-17876. It was reported that the patient presented to the hospital with an unspecified infection. The pacemaker system was removed and antibiotic therapy was administered. The patient was stable.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.